Manufacturer narrative:
Investigation summary - bd received one photo for investigation. A visual examination of the photo revealed an incorrect color of the stopper; the product requires a grey stopper, not a red one. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect color. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Mmit was reported prior to use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 tube had a red stopper. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter addr 1:(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, 1 tube had a red stopper. There was no health impact or consequences reported.